Event description:
Litigation papers allege the following: following his surgery, patient began suffering from discomfort and pain in his hip. The pain interfered with his normal daily activities, and affected his gait. Blood tests confirmed that his blood contained abnormal levels of the metal used in the asr hip. Patients recovery from his surgery has been long and painful. He continues to suffer from persistent pain.

Manufacturer narrative:
Correction: this is a duplicate of 1818910-2011-19171.

Manufacturer narrative:
The asr platform was voluntarily recalled from the market in august 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. (B)(4). Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.